Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view station (mvs) computer would not boot and the uninterruptible power supply (ups) had no power, but the imaging system was charging. No patient was present at the time of the event.

Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and parts were replaced. A system checkout was performed and the system is working as intended. The uninterruptible power supply (ups) was returned to the manufacturer for evaluation. After performance testing and visual/physical examination the reported issue was confirmed. The ups was dead upon arrival, it would not power on even when plugged in. They installed a new battery and the ups was functional. The battery was at end of its lifespan and no longer holding a charge. The uninterruptible power supply (ups) switch was returned to the manufacturer for evaluation. After performance testing and visual/ physical examination the reported issue was confirmed. The ups was dead upon arrival, it would not power on even when plugged in. They installed a new battery and the ups was functional. The battery was at end of its lifespan and no longer holding a charge. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view station (mvs) computer would not boot and the uninterruptible power supply (ups) had no power, but the imaging system was charging. No patient was present at the time of the event.

Manufacturer narrative:
Correction: no patient information provided as no patient was involved in this concern. The mobile view station (mvs) computer was returned to the manufacturer for evaluation. After functional testing, performance te sting, visual/physical examination and usability inspection the reported issue was not confirmed. The computer was installed on a known functional system. The motion and generator readied, charging and communication succeeded. The performed a fluoro gain calibration, rad gain calibration and invalidate home which all passed. 3d and 2d images were acquired successfully. The only issue was that the mvs was a little slower than normal. Otherwise no failures were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and confirmed the reported issue. The uninterruptible power supply (ups) was replaced and the issue resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view station (mvs) computer would not boot and the uninterruptible power supply (ups) had no power, but the imaging system was charging. No patient was present at the time of the event.